Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 5.2 had failed and was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter e-mail. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5.2 was failed. A field service engineer confirmed ticket duplication after verifying resolution was completed by another technician. Customer acknowledged issue has been resolved and requested the ticket to be closed. Despite three follow-up attempts, no response received from internal team.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 had failed and was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.